Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Her blood glucose rose to 403 mg/dl and she had been treating manually. Customer's symptoms of high blood glucose included headache and lethargy. Troubleshooting was performed. Insulin exited during a 5.0 unit fixed prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.